Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112824.

Event description:
Related manufacturer reference number: 3006705815-2023-06955. It was reported the patient experienced ineffective stimulation and pain at the ipg site. Surgical intervention took place wherein the lead was explanted and replaced and the ipg was relocated on (B)(6) 2023 to address the issues. Therapy was restored. Investigation was unable to determine which of the leads attributed to the event.